Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range measurements continued to be observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The terminal segment of the lead was returned, severed 13 centimeters (cm) from the terminal pin. The returned segment of the lead was electrically continuous.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient underwent a routine device change out procedure. This lead remains in service with the new device with continued high pacing impedance measurements. No adverse patient effects were reported.